Manufacturer narrative:
Smith & nephew received the above named product reported as a field complaint. The affected device was returned and evaluated. A dimensional inspection was attempted however the device attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted. A lab analysis was performed which pitting, scratching, and wear were observed in the proximal articulating areas of the insert. Pitting on the insert was likely caused by the presence of third body debris such as bone or bone cement in the articulation zone. There was also damage on the distal surface of the insert. This damage on the posterior surface of the insert most likely indicates that it was riding on top of the tibial base plate. Additionally, the anterior lock showed minimal rounding of corners, indicating that the insert most likely was never fully seated into the locking mechanism. Deformation was also observed on the post.

Event description:
It was reported that a revision was performed due to the insert disassociated from the tibial base.